Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a sprinter legend (rx) balloon. The catheter was in the coronary artery when the balloon ruptured at 14atm. The catheter was withdrawn and another used to complete the procedure successfully. No patient injury reported

Manufacturer narrative:
Evaluation summary: the balloons folds were open and residue was visible in the device. The device failed negative prep and the balloon could not be inflated. There was a longitudinal tear measuring approximately 1.1cm along the working length of the balloon. The balloon material was jagged along the edges of the tear.